Event description:
It was reported that post implant, the pulse generator exhibited high impedance measurement and capture anomalies. The pocket was re-opened and the device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).